Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation ni equals lay user/patient. (B)(6). Device requested for return but not available.

Event description:
The customer complained of questionable inr results from their old coaguchek vantus meter (serial number (B)(4)) compared to a new coaguchek vantus meter (serial number (B)(4)), a friends coaguchek xs meter (serial number (B)(4)) and an unknown laboratory method. This medwatch will cover strip lot 24789623. Please refer to the following medwatches with the following patient identifiers for the other related strip lots. (B)(6) strip lot 32264221. (B)(6) strip lot 30497423. Please refer to the attachment for relevant patient data. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was believed to be correct. There was no allegation of an adverse event. The customer made their dosage adjustment based on the laboratory result. The customer does not have hematocrit concerns, is not on heparin therapy, no antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in diet, no new medications, no new illnesses, and no abnormal bleeding or bruising. The customer stated that they have no strips remaining. The meters have been requested for return. The investigation is currently ongoing.